Event description:
When starting insufflation, was unable to get any gas flow. Stopped and started x2, then turned off unit and tried again. This did not resolve the issue. Stryker paged to come to or (operating room) to assist.